Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on information provided, the issue was related to o2 hose. However, customer resolved the issue himself, hence there was no on-site visit by getinge technician and no further troubleshooting was done. The root cause has not been determined.

Event description:
It was reported that the ventilator had a leakage during patient treatment. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
H3 other text: 4117.